Event description:
It was reported that the following 'overpressure' error message appeared. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection and functional testing were unable to duplicate the reported problem; however, the event history log confirmed the 'high pressure' alarms. It was determined that the root cause was due to user error. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.